Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported that her previous implant was replaced because she was experiencing pain, shocking and the leads had malfunctioned. The patient stated she had talked with her healthcare providers and they did not know what the issue was. The patient reported that her surgeon and gone in and checked that the leads were the issue for why she was experiencing shocking and pain. There were no falls or traumas prior to these issues occurring. Additional information received from the consumer noted that the new implant was working fine after the old stimulator was replaced on (B)(6) 2016. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.